Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00234. (B)(4). Concomitant medical products: oxf anat brg rt sm size 4 PMA, catalog #: 159569, lot #: 631440 and oxf uni tib tray sz b rm PMA, catalog #: 154721, lot #: 2358744. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted in the patient. The investigation is in process once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient underwent a right partial knee arthroplasty. Subsequently, approximately 1 year post-implantation the patient began experiencing occasional "clicking" while walking. Also the patient's patella was reported to be subluxed laterally. However, the surgeon stated this was not related to the device.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of x-rays provided. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.